Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2001. Consumer sought medical treatment 5 days later for an infection at the ear piercing site. The consumer was prescribed antibiotics.